Event description:
It was reported gamma nail implanted. Non union of fracture, thus implant fractured. Nail was removed and another long gamma implanted.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes availabe, a supplemental report will be issued.